Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Potential factors that may lead to stent elongation include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens/ratchet), or inadequate pre-dilatation of the stricture. A conclusive cause for the reported stent elongation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that following pre-dilation, a supera stent advanced to the mid femoral, moderately calcified lesion. Reportedly, the physician had forgotten that the stent is 3 times longer in the delivery system compared to deployed. Deployment of the stent was being performed without noted resistance. Once the stent was a third deployed, it was extremely elongated (over 10%). This was possibly due to vessel recoiling. The stent remained in the stenosed area; however, the physician decided to remove the stent from the patient. Per physician, there was no device issue. Balloon angioplasty was performed in replacement. There were no adverse patient effects and there was no clinically significant delay. The final outcome was satisfactory with balloon angioplasty. There was no additional information provided.